Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat paroxysmal atrial fibrillation, a farawave pulsed field ablation catheter was selected for use. At the end of the procedure, it was noticed that the guidewire became stuck inside the lumen of the catheter, it was unable to advance or retract. The procedure was complete, so the device was undeployed and the guidewire was removed with the guidewire out past the tip. No patient complications occurred. The device is not expected to be returned as it was disposed of.